Manufacturer narrative:
Mfg. Lot build review: a review of the mfg. Lot database for the two reported lot# 3289878 (mfg. 07/2016) showed (B)(4) units and lot # 3297239 (mfg. 08/2016) also showed (B)(4) units were all mfg. Tested inspected and released. There were no exception documents generated during the lot builds. Device not returned to MFR. Pending.

Event description:
Int'l. ((B)(4)) complaint received reporting damaged component/leakage issues with use of unspecified dialysis set-ups where d1000 tego connectors were in use. The initial information received reports two events on (B)(6) during dialysis sessions, attending clinician removed/replaced tego connectors due to "..blood leaking under the membranes." There were no reported adverse patient consequences.

Manufacturer narrative:
Mfg. Lot build review: a review of the mfg. Lot database for the two reported lot# 3289878 (mfg. 07/2016) showed (B)(4) units and lot# 3297239 (mfg. 08/2016) also showed (B)(4) units were all mfg., tested inspected and released. There were no exception documents generated during the lot builds.

Event description:
Int'l. ((B)(4)) complaint received reporting damaged component/leakage issues with use of unspecified dialysis set-ups where d1000 tego connectors were in use. The initial information received reports (B)(4) events on (B)(6) during dialysis sessions, attending clinician removed/replaced tego connectors due to "..blood leaking under the membranes". There were no reported adverse patient consequences. This is the mfgers. Follow up report to provide additional information and device return investigation findings.